Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that a patient started a trial three days before the report and was in the hospital for decreased blood pressure and dehydration. The reporter stated that the external neurostimulator had been dropped, but it was working. Additional information has been requested but was not available as of the date of this report.